Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the gear was jammed and heavy moving. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gear seized, blocked and was running rough on the battery handpiece device. It was further determined that the bearings ceased up and the attachment coupling was tight. It was determined that during the pre-repair diagnostics assessment that the device failed for the function and response of the on/off trigger. It was noted on the service order that the device was not functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.